Event description:
It was reported a 6f angio-seal device was deployed to seal the arteriotomy with no consequences to the pt. Approx three weeks later the pt returned to the facility for a procedure in interventional radiology; the physician noted a wire remained in the pt. The pt did not report any complications following the initial procedure. The wire was surgically removed from the pt 5 days later. The pt was reportedly recovering after surgery.